Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump was reset to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer declined further troubleshooting for the reported issue. The customer's blood glucose ranged from 94 mg/dl to 217 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.